Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection was performed and no visual anomalies were observed to the device. During the functional testing, the balloon could not inflate and leak was observed from the balloon. Based on the event description, the balloon was inflated inside the stent and no issues were encountered during preparation. As per the transform device directions for use (dfu) "presence of implanted devices such as clips and stents, and anatomical structures or irregularities such as bone fragments or calcifications, may damage the balloon or prevent entry/removal." It is probable that the balloon was damaged as a result of inflating it within the stent, causing the reported event. Therefore an assignable cause of an operational context has been assigned to the reported event as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the occlusion balloon catheter (subject device) was leaked after inflating in patient. There were no patient complications due to this event.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure, the occlusion balloon catheter (subject device) was leaked after inflating in patient. There were no patient complications due to this event.